Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing noise reversion episodes. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing and low pacing impedance. The pacemaker system was deactivated and was replaced with a leadless pacemaker (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.